Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent implanted in unintended site, resulting in permanent damage. Device issue: stent dislodgement. It was reported that a 3.0 x 28 vision stent was attempted to be delivered; however, it could not cross the lesion. Upon removal, the stent dislodged from the balloon. The stent was inflated with another balloon and deployed in an unintended site. A 2.0 x 8 mini vision and a 2.0 x 23 mini vision were also attempted; however, both failed to cross. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the inability to cross a lesion can be affected by numerous factors including, morphology, disease, pre-dil, placement, other devices, size, and accessory device support. Factors that can affect stent dislodgement inside the body include, improper/ inadequate crimping, positive pressure during prep, negative pressure during sheath removal, other devices, anatomy and/or a previously implanted stent. Unretrieved materials as a result of stent dislodgement is addressed in the risk assessment as potential adverse events associated with coronary stenting. A conclusive root cause for the reported patient effect cannot be determined.